Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had ¿burning¿ in their back (lumbar region) ever since the implantation of their implantable neurostimulator (ins). The burning was described as ¿feels like raw flesh¿. The patient¿s physician was ordering an MRI of the lumbar spine. Additional information received reported that the patient reported severe lower extremity pain following the surgery, but this pain did not resolve upon the removal of the leads. The leads were involved in the event. They were surgically removed and a lumbar and thoracic MRI was performed. The cause of the event was not determined. It was unknown if the event was device related but it was ¿unlikely.¿ the patient was not recovered and their symptoms were ongoing. The patient¿s symptoms were gradually improving.